Manufacturer narrative:
This is being reported for a problem found earlier. An investigation into the case logs did not reveal a specific cause for this failure mode. However, a field service engineer was sent out to replace the battery module. The cause of the reported issue cannot be traced.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot.